Manufacturer narrative:
Analysis was performed for 97745nt lot# serial# (B)(6), analysis found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial:(B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient's controller was not charging from the wall. The issue started last week. The patient reported that the controller works for a while and then quits working. The patient stated that they had to reset the controller to get it to work again. The patient confirmed the green light was on the ac power supply. The manufacturer's patient services specialist (pss) had the patient take battery pack out and plug controller in to ac power. The controller did not power on. It powered on with the battery pack inserted but not without. The issue was not resolved through troubleshooting. A replacement controller was sent out. No patient symptoms were reported.